Manufacturer narrative:
This report is submitted on may 18, 2017.

Event description:
Per the clinic, the electrode array was incorrectly inserted into the lateral semicircular canal resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.